Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device had a cracked display window corner. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump had been changed twice within 24 hours and the blood glucose levels ranged between 300 mg/dl to 400 mg/dl. The blood glucose at the time of the incident was 400 mg/dl. The customer's symptoms were sluggish, sweating, thirsty, and not feeling well. During troubleshooting customer stated they did not have a tubing clamp but advised to perform the high pressure test once they receive the tubing clamp. Also advised the customer to change the entire set, reservoir, and insulin and follow the health care provider's instructions. She stated that the customer reverted to back-up insulin pump and was able to stabilize. Blood glucose level was 113 mg/dl. It was advised for the customer to remain on the back-up plan. The device was returned for analysis.